Event description:
This event is additional information for the same patient and procedure reported in MDR 6000043-2006-00006. The patient reported to boston scientific corporation that a protegen vesica sling was used during a procedure in september, 1998. The patient reports that she is having continues problems. The details of the "problems" are unknown and reportedly unavailable.